Event description:
The ICD was implanted on 2/17/97. The pt had high defibrillation thresholds and required external rescue more than once during implant which may have damaged the device. At pre-discharge on 2/18/97, r-waves were observed to have dropped by 1mv and high lead impedance was detected. On 2/19/97, the pt returned to the or. The device was interrogated while in the pocket, outside of the pocket and outside the pocket with the leads uncoiled. During each instance, the same r-wave and pacing lead impedance measurements seen at pre-discharge were again observed. A visual inspection indicated good connections between the leads and the device. The leads were disconnected from the device and tested normal on an hvs. A programmer commanded shock was then delivered and the resulting electrogram illustrated noise prior to the shock. The device was replaced with another device and all testing with the new device appeared normal.

Manufacturer narrative:
Evaluation summary: the device's ability to measure lead impedance was tested thoroughly with load testing and the ventritex automated test system. All indications are that the device is functioning normally. The cause of the lead impedance anomaly experienced in the field was not determined.